Event description:
It was reported that the patient went to the ER after receiving inappropriate shocks. Noise and insulation anomaly were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation and conductor damage were found at 36-36.5cm from the tip electrode, consistent with clavicle crush damage. The ptfe liner and re conductor insulation were abraded. The damaged re conductor could potentially contact the exposed inner coil to cause the observation of noise from the field.